Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 45.7-45.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).